Event description:
It was reported that high thresholds were observed while attempting to implant the 4194 lead. The lead was not implanted. Additional information received indicated that the 6947 leads failed to redeploy after one prior redeployment while mapping r-waves. The leads were not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned for analysis. (B)(4) no anomalies were found. There was blood/body fluid in/on the helix mechanism (sleeve head) and all conductors (not obstructed). The outer insulation was breached cut and a tip seal observation. The full lead was returned for analysis. (B)(4) no anomalies were found. There was blood/body fluid in/on the helix mechanism (sleeve head) and all conductors (not obstructed). The outer insulation was breached cut and a tip seal observation. The full lead was returned for analysis.